Manufacturer narrative:
(B)(4). Date sent: 8/19/2021. This is a analysis for a video submitted to ethicon endo surgery for evaluation. Video: the procedure appeared uneventful and the device seemed to work well, except for the one vessel that bled at the very beginning of the procedure. It was unclear why the vessel bled as it seemed to be sealed until the surgeon grasped tissue a little more distal on the greater curvature of the stomach. The device appeared to provide the appropriate level of hemostasis when the surgeon reapplied energy. The surgeon grasped the tissue proximally. He applied energy, sealed and then grasped more distally where he applied energy and then regrasped the tissue in the same location before reapplying energy again prior to transecting the tissue. The follow-up application of energy appeared to work well; however, this seems to be the location that the surgeon clipped during the reoperation, which is strange because the hemostasis at the end of the procedure looked really good. No conclusion could be reached as to how this issue occurred through photo analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: intraoperatively, were there any generator alert screens displayed? No. Did the user observe the completion tone ahead of every firing with the device? Yes. Was there any difficulty with the device intraoperatively? No. Was there any hemostasis issue noted throughout the surgical procedure? Yes. Bleeding in the area that seemed to be controlled but ultimately seemed to be the reason and area for the reoperation. What was the approximate compressed width of the bleeding vessel? Don¿t know. In the re-op, the vessel that was found to be bleeding, was that vessel skeletonized and taken individually or taken as a large fatty bundle? Taken individually. What was the approximate blood loss? 2 liters. Was a blood transfusion required? Don¿t know. Approximately how many procedures has the surgeon/fellow used the enseal x1 device? This was the 1st case. What is the surgeon/fellow's experience with all enseal device? Very experienced. What is the current status of the patient? Patient was released and is fine now so far as I know. Is the generator log available? Possibly. Please provide the status of the device? Unable to retrieve the device. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy a new enseal device was used. Case appeared to be somewhat normal and the enseal seemed to work effectively. However, the patient had to be brought back that night for bleeding. It was discovered that a vessel on the greater curve that enseal had went over was now not sealed and bleeding profusely. The vessel was closed with clips during the reoperation. The patient is doing well now and was discharged from the hospital.